Event description:
Site rep called in during a functional endoscopic sinus surgery reporting that they were in the middle of the procedure when navigation became unresponsive. They were able to go back and forth in the software, but the electro-magnetic tracking status was black, meaning there was no communication between axiem box and the mobile emitter. Re-booting did not resolve the issue. Use of the navigation system was discontinued. The ent procedure was completed. There was no impact on the pt outcome.

Manufacturer narrative:
Replacement parts were shipped (B)(4) 2012. On site testing and preventative maintenance were performed. The medtronic rep could not reproduce the reported issue, but replaced the axiem system components as a precaution. There was no fault found with any of the parts received back by the MFR during testing.